Manufacturer narrative:
The reported leak was confirmed by a manufacturer service technician through visual evaluation. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.